Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a video-laparoscopic right inguinal hernia, the first tack fired but it did not adhere properly to the tissue and only adhered to the mesh despite proper positioning and compression, then it was possible to properly fire a single load, subsequent firings caused the tacker to lock. Firing tacks on the outside of the abdominal cavity only. It was necessary to perform a suture to resolve the issue. There was a delay in surgical time but not more than 30 minutes. There was no patient injury.